Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. Device discarded.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 29mm edwards sapien 3 transcatheter heart valve. The patient presented with mild calcifications and mild tortuosity. During the advance of the valve through the esheath, resistance was experienced. The commander delivery system broke through the esheath. The valve got stuck in the esheath and was not able to exit the esheath distal tip. The system was withdrawn though a surgical cutdown to avoid any vascular complications at the puncture site. A new system was used and the new valve was implanted with success. The patient was discharged home. As per medical opinion, the root cause of the event might be related to the fact that the vessel was large in common iliac. The esheath did not have the support from the arterial wall, and this could have led the valve being stuck and damaging the sheath while they were pushing to advance the device.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The following observations were made based on the following images: the delivery system was observed to be non-coaxial with sheath and protruding. The crimped valve with bent strut was exposed through the torn sheath liner. Scratches noted along sheath shaft. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of inability to advance delivery system through sheath was confirmed based on provided imagery. Furthermore, an existing edwards' technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. As reported ''during the advance of the valve through the esheath, it was experienced a strange resistance... The valve got stuck in the esheath, therefore, never arrived to exit the esheath distal tip.'' The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. In which it was reported that there was mild tortuosity. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Mild calcification was also reported in this complaint event. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. There was no information provided about undersized vessels. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. There was no information provided about insertion angle. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. The complaint of liner puncture was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the lot history, DHR, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. As no damage on the sheath was observed or reported during device preparation, the liner damage was likely not present out of the packaging. As reported ''during the advance of the valve through the esheath, it was experienced a strange resistance, and found out that the commander delivery system broke the esheath and damaged the struts of the valve.'' Per the complaint description, tortuosity and calcification in the patient's access vessels were noted. Tortuosity can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can directly damage or weaken the sheath liner. Per the imaging evaluation, shaft scratches were noted which can be indicative of contact with sharp calcified nodules. During the experienced delivery system advancement difficulty and compounded with vessel tortuosity, it is possible that excessive manipulation may have been applied, which could have led to the crimped valve to catch onto the sheath liner and tear it, resulting in the protrusion of the delivery system. Available information suggests patient (calcification, tortuosity) and procedural (valve caught on liner, excessive manipulation) factors may have contributed to the event. However, a definitive root cause is unable to be determined at this time. No IFU/training manual deficiencies were identified. No corrective/preventative action nor product risk assessment (pra) escalation are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07206.